Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model. Effective therapy was reportedly restored post-operative.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient has 2 scs systems: cervical and theoretic -this report references the patient's theoretic ipg. It was reported the patient is unable to establish communication between the ipg (theoretic) and external devices. Troubleshooting attempts were unsuccessful. The patient is without stimulation coverage. The patient also stated he has gained weight. The ipg was deemed inoperable. Consequently, the patient will undergo surgical intervention as the next course of action.